Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right total knee arthroplasty on (B)(6) 2017 secondary to pain and osteoarthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. The patient underwent a revision on the right knee on (B)(6) 2019 secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered synovitis; confirmed the tibial tray was loose at the cement to implant interface; and discovered the femur appeared to be oversized with some overhang and was loose at the cement to implant interface. There were no intraoperative complications noted. Pmh: osteoarthritis, right knee. Doi: (B)(6) 2017. Dor: (B)(6) 2019 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.